Manufacturer narrative:
The device was returned and found to be within specification. However, because treatment was not completed and an additional surgery is required, this event is reportable per 21 cfr part 803. During investigation of the drill extension no failure was found. It is neither bent nor is the contra-angle-lock damaged. A drill can be inserted and removed without problem and the friction is good.

Event description:
It was reported that an ev drill extension was bent. Treatment was not completed successfully and an additional surgery is needed.